Event description:
It was reported that during a rotator cuff repair, the wire broke off the anchor. According to the reporter, the surgeon stated ¿he did not do the placement correctly, so it was his mistake¿. The anchor was left in the shoulder and a new anchor was used. The surgery was completed well. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that only a piece of the screw was retrieved. Patient's demographics (date of birth and weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was received and an evaluation was conducted. The complaint was confirmed. One driver, sutures and suture loop were returned. The bio-corkscrew was not returned. Visual evaluation revealed no abnormalities or damage. Device history record revealed nothing relevant to this event.as reported, the most likely cause of this event is improper placement of the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.